Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: during a post market clinical follow-up (pmcf) study cook became aware of this event. Aortoesophageal fistula in stented segment 16 days post-procedure. On (B)(6) 2022, this 77-year-old male patient was emergently treated for a fusiform thoracic aortic aneurysm with contained rupture. The treatment included placement of, from proximal to distal, a zta-p-38-217, a zta-p-42-173, and a zta-p-44-125, starting at zone 4. Procedure imaging revealed patent study devices, no endoleaks, and no device issues. On (B)(6) 2022, the patient experienced delirium, treated with medication and was not related to the study device, but related to the procedure (anesthetic medication). On the same date, the patient experienced fever, anemia, pleural effusion, and hematuria, treated with antibiotic, blood transfusion, chest tube, and urinary catheter, respectively. These events were not related to the study device/procedure. On (B)(6) 2022, the patient experienced aortoesophageal fistula at the stented segment of the aorta, treated with peg tube placement, with relationship to study device and procedure noted as ¿retrospective event, unable to determine.¿ it is not known which of the three implanted devices are at the exact level of the aortoesophageal fistula. On (B)(6) 2022, follow-up CT revealed patent study devices, thrombus within study device(s), infolding of the most distal study device (related complaint), and no endoleaks. Also on (B)(6) 2022, the patient experienced coprostasis, treated with medication and not related to the study device/procedure. On (B)(6) 2023, 169 days post-procedure, the patient developed a gastro-intestinal bleeding during gastroscopy which led to his death. The cause of death was described as ¿gastro-intestinal bleeding during gastroscopy with no option for successful surgical treatment¿. The complaint reported by the user was confirmed. Complaint is confirmed based on customer and/or sales representative testimony. The device evaluation could not be performed as the device or photographic evidence of the device was not returned for evaluation. The complaint relates to the stent-graft which is implanted in the patient. This complaint originates from a post-market study (pmcf) where images are not collected. A review of the manufacturing records and/or specifications did not reveal any discrepancies/nonconformances that could have contributed to this complaint issue. The investigation concludes the complaint device was manufactured to specification. Prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. There is evidence to suggest that user did not follow the instructions for use and/or label. The safety and effectiveness of zta has not been tested in populations with ruptured aneurysms. The device was used in a manner inconsistent with the product labelling and/or instructions, therefore it is unknown how the device will function. This is a known potential adverse event as described in the instruction for use. A definitive cause could not be determined from the investigation. A possible cause is that the pressure of the stent-graft to the vessel wall caused erosion leading to the aorto-esophageal fistula. This is a well-known potential adverse event albeit serious and rare. The short time period between the procedure and diagnosis (16 days) however means it is less likely to be caused by erosion from the stent-graft alone. The fact that the initial presentation included a contained rupture makes it more likely that disease progression was cause for the aorto-esophageal fistula. An internal action is not deemed necessary at this time. Trending will monitor if any future actions are required. After considering this event the risk associated with the use of this device is still deemed adequate. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). G4) similar to device marketed under 510(k)/PMA: p140016. D4) catalog #: zta-p-38-217, zta-p-42-173, zta-p-44-125. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study ((B)(4): zenith alpha thoracic post market retrospective study): aortoesophageal fistula in stented segment 18 days post-procedure. On (B)(6) 2022, this 77-year-old male patient was emergently treated for a fusiform thoracic aortic aneurysm (contained rupture) with placement of, from proximal to distal, a zta-p-38-217, a zta-p-42-173, and a zta-p-44-125, starting at zone 4. Procedure imaging revealed patent study devices, no endoleaks, and no device issues. On (B)(6) 2022, the patient experienced delirium, treated with medication and was not related to the study device, but related to the procedure (anesthetic medication). On the same date, the patient experienced fever, anemia, pleural effusion, and hematuria, treated with antibiotic, blood transfusion, chest tube, and urinary catheter, respectively. These events were not related to the study device/procedure. On (B)(6) 2022, the patient experienced aortoesophageal fistula at the stented segment of the aorta, treated with peg tube placement, with relationship to study device and procedure noted as ¿retrospective event, unable to determine.¿ this event led to the patient¿s death. On (B)(6) 2022, follow-up CT revealed patent study devices, thrombus within study device(s), infolding of the most distal study device, and no endoleaks. Also, on (B)(6) 2022, the patient experienced coprostasis, treated with medication and not related to the study device/procedure. Was this event considered to be related to the study device? Retrospective event, unable to determine the event was considered to be related to the treated aortic disease was this event considered to be related to the study procedure? Retrospective event, unable to determine ¿ death 169 days post procedure. Patient outcome: on (B)(6) 2023, the patient died. The cause of death was ¿gastro-intestinal bleeding during gastroscopy with no option for successful surgical treatment,¿ with additional detail, ¿patient was transferred from external hospital with diagnosed aorto-esophagus fistula. He developed a gastro-intestinal bleeding during gastroscopy with no option for successful surgical treatment.¿